Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 72 mg/dl at the time of the incident. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.